Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. There were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." "[Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported, the colonovideoscope has an air/water leakage from the top of the switch key. During an evaluation of the device, if was determined that foreign matter clogged the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found, the watertight area becomes defective, forceps channel has pinhole, the angle wire, bending angle in up direction does not meet the specification, adhesive on rubber has a chip/deterioration, white clouded area on rubber, nozzle clogged, scratch, adhesives around lens has white clouded area/discoloration, cover has dent, and lastly, part of the insertion tube is caught and pinched/broken. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.